Event description:
Surgeon reported that the new gloves are unacceptable. They have a slimy texture that makes it difficult to tie knots. The cuffs are too loose and work their way down while operating. They have a truly offensive odor.